Event description:
Pt was electively admitted for colonscopic evaluation to rule out occult lesion/neoplasm as the cause of continual pain and constipation. Her medical history includes diverticulitis. After equipment was inspected and pt was sedated with versed and demerol, the video colonscope was inserted without difficulty. At approx 20cm, fat was visualized and free air was noted in the peritoneal cavity. The scope was immediately removed and the pt was administered o2. Her abdomen remained soft, her vital signs remained stable and she expressed no complaint of pain, cramping or respiratory distress. Portable x-rays revealed air under the hemidiaphragm related to penumoperitoneum abdomen consistent with perforated viscus. After surgical consultation, she was transferred to the operating room for a partial colectomy with peritoneal lavage. The pt was discharged in stable condition back in her home on the seventh postoperative day. Discussions with involved gastroenterologist and nurse, and exam by hosp's biomedical engineering dept of all equipment used during procedure, revealed neither deviation from standard practice of care nor defect with equipment.